Event description:
It was reported per field service report: symptom-system error 3 alarm 54v, reads 8v. Findings/action taken: biomed replaced power supply with no help. Biomed replaced ims driver module. Functional check b g biomed.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: the ims module and power supply were returned for evaluation. The ims module was connected to a test intra-aortic balloon pump and evaluated. The ims module failed to pump and failed testing. The power supply was evaluated per procedure and passed functional testing.